Event description:
It was reported that there were there was a white floating particle in the solution of a large volume infusor. This was noted after compounding with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 14g069 was manufactured july 28, 2014 to july 29, 2014. The affected device was received for evaluation. A visual inspection on the device (via the naked eye) noted a solid white particle approximately 2.20 mm in length, floating in the fluid pathway of the reservoir. The particle was identified to be acrylic material via fourier transform infrared spectroscopy (ft-ir) scanning. The reported condition was verified, though no cause could not be determine with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.